Event description:
Our affiliate is reporting to us that the pt underwent an arthroscopic knee repair, and, during the procedure a portion of the distal tip of a vapr hook electrode broke off into the pt's joint space. The fragment was located via x-ray, however, the surgeon decided to leave it in situ. Although the fragment was not retrieved from the body, the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.